Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 250 mg/dl. The customer¿s blood glucose was 118 mg/dl and the sensor glucose was 57 mg/dl at the event. The sensor glucose value that triggered the suspend event was 57 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised to monitor and change sensor if issue persists. The sensor will not be returned for analysis.